Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the navio surgical system log files and/or case files were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. As described in the reported complaint, an extreme medial placement of the femur implant can be a result of an extremely valgus pre-operative deformity of the knee. The navio system matches the most distal point on the most distal condyle of the implant with the most distal point on the corresponding condyle. If this was a valgus case, the medial condyle of the bone would extend more distally than the lateral condyle. The medial condyle of the implant would then match with the most distal point of the medial condyle of the bone. The implant would then be centered medio-laterally on the distal cut of the femur. Where the implant was positioned on the distal, medial point, the initial cut may not have removed any bone from the lateral condyle if there was significant bone loss on the lateral side (hence resulting in the pre-operative valgus knee). The system references the surface area of the distal cut made by the implant placement when shifting the implant mediolaterally. The most medial and lateral edge of the distal cut is where the implant is placed. In this potentially valgus case, the lateral condyle may have been so worn that the initial placement showed the lateral edge on the medial side, which would have resulted in an extreme medial placement of the implant. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Further analysis of the software related to this event is being conducted by the software engineering team. No further containment or correction is required at this time.

Manufacturer narrative:
H6: the navio surgical system us, pn: npfs02000, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the navio surgical system log files and/or case files were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. As described in the reported complaint, an extreme medial placement of the femur implant can be a result of an extremely valgus pre-operative deformity of the knee. The navio system matches the most distal point on the most distal condyle of the implant with the most distal point on the corresponding condyle. If this was a valgus case, the medial condyle of the bone would extend more distally than the lateral condyle. The medial condyle of the implant would then match with the most distal point of the medial condyle of the bone. The implant would then be centered medio-laterally on the distal cut of the femur. Where the implant was positioned on the distal, medial point, the initial cut may not have removed any bone from the lateral condyle if there was significant bone loss on the lateral side (hence resulting in the pre-operative valgus knee). The system references the surface area of the distal cut made by the implant placement when shifting the implant mediolaterally. The most medial and lateral edge of the distal cut is where the implant is placed. In this potentially valgus case, the lateral condyle may have been so worn that the initial placement showed the lateral edge on the medial side, which would have resulted in an extreme medial placement of the implant. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that the part number or lot reported in this event is related to a corrective/preventive action no further escalation action is required. Although the reported problem was not confirmed through a visual, functional, screenshot, or log file evaluation, factors contributing to the reported symptom may have been associated with a software defect. The digitized bone model is generated accurately based on the data collected during the registration process. However, when the lateral condyle is more distal than the medial by more than the thickness of the implant, the system does not initially plan for bone removal on the lateral condyle resulting in an implant centered over the medial condyle. No further action is recommended or required at this time, and the evaluation concludes that the anomaly in navio tka implant planning presents a minimal risk due to the surgeon's ability to recognize and adjust the implant placement during planning. In addition, mitigating factors including clear warnings, detailed instructions, and a correct anatomical model of the femur surface indicate the product is functioning as designed. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a navio procedure, the planning screen showed the initial femoral default placement not corresponding with the painted mesh. The default placement was very medial, so they had to lateralize the component quite a bit to get the component to match the anatomy and mesh. The case continued as planned with navio and without delays. No other complications were reported.